Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg)levels of above 600 mg/dl. Reportedly, customer was having issue managing bg levels as customer did not have supplies for their non-tandem continuous glucose monitor. Customer declined additional information, or to provide additional information regarding the reported issue. Customer acknowledged the pump was functioning as intended.